Event description:
Initial reporter stated during surgery, cassette would not stay in the machine. It went in but popped out. Surgery was delayed only long enough to retrieve another cassette. There was no effect on the patient.